Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer complained that the sensor graph's horizontal line is missing on the insulin pump. The customer was assisted with the issue and she was able to upload carelink. The customer stated that they will call back if there are any further issues. No further assistance needed.